Event description:
On both occasions, I used device. After a couple of days redness appears, then itching, flaking. Note: I contacted the company after first incident. They told me that the unit could not have caused it, as it uses cold lasers. I then repeated using with same result on (B)(6) 2017. (B)(4).

Event description:
Additional info received from reporter for report mw5068341 on (B)(6) 2017. This is an update to a letter I sent you dated (B)(6). It included a form 3500 I submitting regarding an adverse event with the hair laser product igrow and photos of my face. At the time I wrote you, I thought that the unit had burned me, twice. I am writing to revise my statement of facts about the problem. I continue to have redness and faking in the areas that I wrote about previously. I am now being treated for seborrheic keratosis. It appears to my physician that the unit may have, in some way, triggered this condition. I had acute occurrences each time I use it. The first time was on (B)(6), before I headed back east. After the company assured me that the unit could not cause burns, I tried it again on (B)(6) or so. Again, a few days later, redness appeared, this time on my left elbow and eyelid. I asked my physician if he thought these were connected or random events - use of the unit and development of skin condition. He said he remains suspicious that there may be a connection because I developed it at the times of using the unit.